Event description:
Patient reported that he applied the v-go 20 device using proper fill wear and go procedure this morning and after about an hour the v-go 20 device started to become detached from patient body and he felt a poking sensation. Patient removed and replaced his v-go device successfully with a new v-go device but noticed a red mark at the injection site. Patient treated the area with peroxide. Patient reports that he sweats a lot.

Manufacturer narrative:
This MDR was created by (B)(6) , device vigilance specialist of zealand pharma us, inc. On behalf of the mannkind, corp. As part of the acquisition and subsequent transfer of the v-go medical device to the latter organization. This temporary transition activity is expected to continue until such time that the acquiring company establishes its own MDR reporting account.